Manufacturer narrative:
(B)(4)

Event description:
It was reported that the atrial lead stuck in header. Had to use a lead removal tool. The lead remains implanted.

Event description:
New information states the patient was stable before the procedure and after the procedure. No adverse consequences to patient.